Manufacturer narrative:
(B)(4). The reported field event of noise and loss of pacing output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field anomalies could not be determined. (B)(4).

Event description:
It was reported that during implant, ventricular safety pacing (vsp) and noise on the pace/sense channel were observed. When the issue was unable to be resolved, the device was not implanted and was replaced. There were no complications.